Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed a " short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. A review of the device logs showed no evidence of the customer report. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.